Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p2e0614s) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation detected an unreported condition of sheared teeth visible on the firing rack at site of initial firing post clamp up. The product analysis noted evidence that the device was not used as intended. This issue can occur when firing over tissue that is beyond the recommended thickness range, when firing with an obstacle incorporated in the jaws, or when attempting to fire a reload that is in interlock. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic partial hepatectomy, there was poor staple formation when cutting and stapling of the liver parenchyma. The staples were not completely closed, and there were multiple bleedings in the blood vessels of the liver tissue. Vascular clamps and sutures were used to stop the bleeding. Medtronic's initial evaluation of the incident device found that sheared teeth were visible on the firing rack at site of initial firing post clamp up due to thick tissue.